Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that during infusion of treprostinil using of a smiths medical cadd medication flow stop cassette the cadd legacy pump exhibited a ""no disposable, pump won't run" alarm. Per reporter 11ml remained. No adverse patient effects were reported. Per reporter no further details were provided.